Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. This is not a current complaint. The file was opened from a market research comment: orthoptist reported in interview that some patients displayed glistening on monofocal lenses. Clarification was stated that this was before their time at the clinic and it is more feedback that was discussed at conferences about 12 years ago. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following a cataract surgery with intraocular lens (iol) implant procedure, patient displayed glistening on lens. The patient had reported that vision was deteriorating. The lens was removed, since then there have been no other problems reported. The product did not cause illness or injury.